Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 9/20/2016: medical records received. After review of the medical records for MDR reportability, the medical records indicated stiffness, pain, discomfort, and slightly vertical cup. No revision operative note has been provided. There is no new information that would change the existing MDR decision.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and/or liner. Per procedure, these devices are exempt from device history record review. The search finds no other related reports against the remaining product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Clinical der states patient was revised due to pain, stiffness, and adverse local tissue reaction. Head and liner were revised. Update rec'd 9/13/2016 - sales rep reported patient was revised due to hip pain. Cup, stem and screws were added to the complaint. Complaint was updated 9/19/2016.